Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notification for non-sustained lead noise. No noise was observed on the stored egm. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.